Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer became aware of an allegation of ds2 that the patient alleges that the device has particles in tubing/chamber. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Corrected data in section h. Device problem code changed from a0405 to a04.